Event description:
A malfunction alarm identified as "malf 12" was reported. There was no reported impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.